Manufacturer narrative:
Lot number - 19a025, 19a026, 19b008, 19c022, 19c034, 19d027, 19d044, 19d063, 19e030, 19f002, and an unknown lot number. Sixty-six (66) single-use devices were received for evaluation. For fifty-nine of the devices, visual inspection revealed fluid inside the bags that contained the devices. When the devices were removed from the bags, the cause of the fluid was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the devices with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from the samples. The reported condition was not verified for the returned devices. The devices were found to be conforming product. For six devices, visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the devices with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from the samples. The reported condition was not verified for the returned devices. The devices were found to be conforming product. One device was received for evaluation attached to a non-baxter luer connector. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the device with water. During and after fill, no signs of a leak were observed from the device or the attached connector. The reported condition was not verified. The device was found to be conforming product. Photographs of eight (8) samples were also received for evaluation. For seven of the photographs, visual inspection revealed evidence of a leak. The location of the leaks could not be determined from the photographs. The reported condition was verified. The cause of the condition was not determined. For one photograph, visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition could not be verified through evaluation of the photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the reported lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 121 </noe> malfunction events. It was reported that at least one-hundred and twenty-one (121) large volume infusors leaked. One device leaked from the tubing, at least eighty-four devices leaked from an unspecified location, at least twenty-one devices leaked from the blue winged luer cap, and between fifteen and twenty-four devices leaked from the tubing line or the bladder. Two events occurred during infusion and involved patients with no patient consequences. At least one hundred and nineteen events occurred prior to patient use with no patient involvement. No additional information is available.